Event description:
It was reported to nuvectra that the patient experienced a lack of therapeutic effect. Multiple reprogramming was performed with no success. The physician cut the lead and did not remove the proximal end of the lead from the header and there are no plans to remove remaining portion of lead.